Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 4.1 was off the bus. A field service engineer (fse) reseated all drawer row board harness connections and confirmed the pockets were now present. Drawer 4.2 row board b was intermittently off the bus, reseated row boards and harness connections. Tested operation in hta (hardware testing application) diagnostics and the application with no issues noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the drawer was off the bus. The customer stated that the reported issue occurred when user was trying to issue medication to patient, there was delay as they had to go another station in the area. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the drawer 4.1 was off the bus. The customer stated that the reported issue occurred when user was trying to issue medication to patient, there was delay as they had to go another station in the area. However, there were no adverse events or injuries reported based on this event.